Event description:
It has been reported the device was giving the voice prompt for a low battery as the pads cartridge latch had been broken by the consumer and the device was alerting the user to the issue.